Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert triggered for high superior vena cava (svc) and rv impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead in segments was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.